Manufacturer narrative:
(B)(4). The customer reported issue of the psi sheath leaking was confirmed during the complaint investigation. The customer returned one opened aj-09886 kit containing a psi sheath and dilator for evaluation. Visual and dimensional inspection of the psi sheath and dilator did not identify any issues. The psi sheath was functionally tested and the leak was confirmed. The sheath was cross-sectioned to examine the valve and the valve was found to have a large portion of material torn away, causing the leak. The manufacturing engineer for this device was consulted. The engineer stated that it is unlikely that this issue is a result of a manufacturing process as the psi sheaths are 100 percent leak tested, thus this issue would have been identified prior to the device leaving the facility. Record reviews as follows: a device history record review was performed and no relevant findings were identified. Dilator extrusion product drawing was reviewed as part of this complaint investigation. The instructions-for-use that are packaged with this device warn against using excessive force when removing the guidewire, dilator, or sheath. Based on the information and sample provided, unintentional use error caused or contributed to this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the product was used as a sheath for swan-ganz catheter in an open-heart surgery. When a dilator was removed, bleeding occurred and didn't stop. Therefore, the user replaced the sheath with a new one to finish the surgery with no problem.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates sheath valve leaked during use.

Event description:
It was reported that the product was used as a sheath for swan-ganz catheter in an open-heart surgery. When a dilator was removed, bleeding occurred and didn't stop. Therefore, the user replaced the sheath with a new one to finish the surgery with no problem.